Event description:
It was reported that this patient presented to the hospital with symptoms of dyspnea. Upon review of the implanted system, loss of capture was observed on the right atrial (ra) lead and increased pacing thresholds were observed on both the ra and the right ventricular (rv) lead. A chest x-ray was obtained that appeared to show both leads had lost their slack and lead dislodgements were suspected. The pacing outputs were increased to maintain capture. The physician elected to reposition both leads. A revision procedure was performed and both leads were successfully repositioned. The physician noted that the suture sleeves had not been properly secured during the implant procedure. The ra and rv leads remain in service. No additional adverse patient effects were reported. Additional information was received that subsequent to the lead revision, possible non-capture was observed on the right atrial (ra) lead via the remote monitoring system. No follow-up has been scheduled at this time.